Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the mega suturecut needle driver instrument (part#471309-15/lot#k10220606 0470) associated with this event has been performed. Per logs, the mega suturecut needle driver instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 14 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was loose. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur if the pin were to fall inside the patient's anatomy due to it being loose.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, a pin in the outer part of the suturecut needle driver instrument was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use. No information available about whether the instrument did collide or not with any other instruments or other hard material during the surgical procedure. No photographic images of the device or a video recording of the procedure are available for is review. No patient information can be disclosed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The mega suturecut needle driver instrument was analyzed and found to have a loose pitch cable at the distal and proximal end. As a result, the pitch cable crimp is observed to pop out of its normal position when the grip tip is articulated. Visual inspection was performed, and no missing components were observed. The housing was removed and no further damage to the proximal end was observed. Common causes of loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.